Event description:
It was reported that the device was explanted because it could not be interrogated. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The ICD under complaint was returned for analysis. The ICD was visually inspected. The inspection revealed signs of an electrical arc-over on the ICD housing as well as on the ICD antenna inside the header. This indicates shock delivery into an external short circuit between ICD case and antenna. Subsequently, the ICD was subjected to an electrical analysis. Thereby the device could not be interrogated, and the therapy functionality was not available. The ICD was opened, and the inspection of the inner assembly revealed a damaged electronic module due to an external short circuit. In particular, the fuse separating the battery from the electronic module was blown. These damages led to the clinical observation. The header of the ICD was inspected in detail. The root cause of the external short circuit could be tracked down to a misaligned placement of the antenna due to an individual error during assembly of the device header of this ICD. Despite multiple inspection steps, this misalignment was not identified during production. As a result, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event. We apologize for any inconvenience that this event might have caused.